Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not close completely. They opened a new device and completed the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/14/08. Info anticipated, but unavailable at this time.